Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 430 am for a high blood glucose level of 455 mg/dl and experiencing a state of diabetic ketoacidosis. The customer found air bubbles in their reservoir compartment of their insulin pump. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The issue was resolved with a complete reservoir and infusion set change. The customer did not want to return the reservoir or infusion sets back for analysis. The insulin pump started working as designed. No further assistance needed.